Event description:
It was reported that this pacemaker triggered an automatic safety switch due to high, out of range impedances of 2019 ohms. Additionally, the right ventricular amplitude was also out of range. The electrogram (egm) was clean artefact/noise free in the most recent transmission. It was noted that the patient is 100% ventricular paced. This device and the related right ventricular lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered an automatic safety switch due to high, out of range impedances of 2019 ohms. Additionally, the right ventricular amplitude was also out of range. The electrogram (egm) was clean artefact/noise free in the most recent transmission. It was noted that the patient is 100% ventricular paced. This device and the related right ventricular lead remain in service. No adverse patient effects were reported. Additional information: further details regarding the status of this event were requested from the field; however, no further information is available.